Event description:
It was reported that the pedicle was broken post-operatively. The patient underwent revision surgery. Additional hardware were implanted during revision surgery.

Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device remains implanted. Product and complaint history were reviewed and no relevant manufacturing issues nor similar events were identified. It was reported that an event with a screw resulted in damage to bone. A revision surgery occurred to extend the construct due to the fracture. The t8/9 yellow ligament was also removed. There were no complications during the initial surgery and no issues during screw insertion. It is unknown how the screw holes were prepared, patient¿s history, and bone quality. In addition, there was no patient fall. There is not enough information available to determine a root cause. Possible root causes that could have contributed to the event: improper screw hole prep, using the wrong sized screw, poor bone quality, under tapping, excessive patient post op activity, improper screw insertion. According to the IFU: "postoperative fracture of bone graft, the intervertebral body, pedicle, and/or sacrum above, and/or below the level of surgery, can occur due to trauma, the presence of defects, or poor bone stock."

Event description:
It was reported that the pedicle was broken post-operatively. The patient underwent revision surgery. Additional hardware were implanted during revision surgery.